Event description:
The recipient is reportedly experiencing dizziness post-surgery and was prescribed steroids (type unknown) but has not taken the medication.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly did not take the prescribed steroids as they did not feel the need for them as the dizziness symptoms have improved. No further details were provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.